Event description:
On (B)(6) 2011 customer reported that the dxc 600i instrument generated false high na, k, cl and co2 results and false low calc results for 2 patient samples. The results were not reported out of the lab. Customer technical support (cts) assisted the customer with troubleshooting. Customer recalibrated all ion selective electrodes (ise) and they failed calibration. Customer noticed that the ise reference reagent line from the y-fitting was caught in the door and was badly crimped. Cts advised customer to cut tubing from the crimp and reseat it to the y-fitting and then prime. Customer stated that the ise reference reagent was not flowing through the line. Cts verified that straw and elbow fitting are connected properly. Cts guided customer in power down and reboot but ise reference reagent was still not priming up. Customer inspected the ise and found that the tubing to the ise module was disconnected. Customer reconnected, primed and recalibrated. Ise passed calibration and quality control was within range. After troubleshooting resolved the issue, the samples were repeated again, and those results reported.